Event description:
On (B)(6) 2015, a reporter contacted animas alleging that a patient was experiencing hyper and hypoglycemia. The reporter didn't provide any specific blood glucose values at the time of contact, or any symptoms of blood glucose excursions. The reported issue does not meet the criteria for a serious injury. This complaint is being reported because a pump malfunction could not be ruled out. Customer technical support was unable to contact the reporter to complete troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1: 09/17/2015, device evaluation: the pump has been returned to animas and evaluated on 08/27/2015 with the following findings: the basal history showed a 0.000u basal program from 05/29/2015 to 06/04/2015. The black box data for these dates was not available due to continued use of the pump. The pump was exercised for 24hrs with a 1.0u/hr basal rate which was correctly recorded in the device history. The alleged complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.